Event description:
Unable to deflate foley catheter for removal from pt. Urologist inserted guide wire into the foley balloon inflation tract. Noted sediment clogging tract. When tract cleared, balloon deflated and was successfully removed from pt.